Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the ok keypad symbol was worn but the keypad was fully intact. The down arrow key was intermittently unresponsive and the contrast, ok and up arrows responded appropriately. Evaluation revealed there was contamination under the contrast, up and down keys. Unrelated to the complaint evaluation revealed the display lens was scratched, which has no effect on insulin delivery.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the down arrow is slow to respond and the ok symbol is worn off. The patient confirmed there was no damage to the keypad. The patient reportedly wore the pump in a pocket and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.